Event description:
It was reported that the ventilator was alarming and overpressuring when first turned on during pre-use checks. Respiratory therapist replaced inspiratory pressure transducer and this corrected the reported failure. The defective part will be returned for further eval. There were no pt injuries. This complaint was generated from call screening (service report screening).